Manufacturer narrative:
C-1831 initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. Upon receipt of the reported device at corin UK, it was verified that the thread on the device had become damaged. It was confirmed that this device was manufactured in 2012. As a result of feedback from the field, corin's product development team initiated a project in 2015 to look at a new thread design for these instruments and to optimise the overall design. Based on this, corin now considers this case closed.

Event description:
The thread on a trinity std introducer/impactor handle has broken.